Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 424 mg/dl. Customer using auto mode was unknown. The pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the device where the battery threads are located. Did not note anything wrong with the belt clip rails. Both belt clip rails are intact and are neither bent nor cracked. Inserted a test belt clip into the belt clip rails, and both belt clip rails held the belt clip firmly in place without any movement whatsoever. Inserted a test p-cap into the retainer ring, and it locked in place properly. (B)(4).